Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction bolus via pump. Technical support assisted the caller in resetting the pump, and malfunction code did reoccur. Technical support planned to replace the pump, as a corrective action, the customer decided to rely on multiple daily injection to ensure delivery of insulin therapy.

Event description:
A malfunction was reported with the pump, and the customer's blood glucose level exceeded 500 mg/dl, showing as "high." To address the issue, the customer administered a correction bolus via the pump. A pump reset was attempted, but the malfunction recurred, leading to the decision by technical support to replace the pump. The customer was informed of the necessary steps to return the malfunctioning pump and was provided with instructions for using a backup therapy.